Event description:
It was reported that the battery cannot charge due to a broken j13 connector on main board. No patient involved. The problem was found during service and repair.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. B5 updated.

Event description:
It was reported that the device has visible dents. The status indicator does not illuminate green when power button is pressed. The status indicator is not flashing yellow and the battery cannot be charged. No patient involved, found during service and repair.